Event description:
Reported via patient call center.it was reported tachycardia and hypotension occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient reported that the day of the procedure everything went well. The patient was discharged. Four (4) days later, in the emergency room (ER), the patient needed a cardioversion to cardiovert back to normal sinus rhythm. The patient's blood pressure fell to 70mmhg. The patient stated they went back three (3) days later with gastrointestinal problems, and the patient reported feeling good, but heart rate was 170bpm. There were no further complications reported. The patient reported having a follow up appointment scheduled in (B)(6) 2026.

Event description:
Reported via patient call center. It was reported tachycardia and hypotension occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient reported that the day of the procedure everything went well. The patient was discharged. Four (4) days later, in the emergency room (ER), the patient needed a cardioversion to cardiovert back to normal sinus rhythm. The patient's blood pressure fell to 70mmhg. The patient stated they went back three (3) days later with gastrointestinal problems, and the patient reported feeling good, but heart rate was 170bpm. There were no further complications reported. The patient reported having a follow up appointment scheduled in (B)(6) 2026.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes:device technical analysis:the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed.device history record review:a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037658630. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.labeling review:there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (tachycardia) and hypotension (hospitalization, additional device required).risk review:a risk review was completed and confirmed that the events of arrhythmia (tachycardia) and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.